Event description:
The patient stated, that her infusion device was beeping with "201" and four dashes displayed on the screen. She stated, that the power pack had been in use for 3-4 weeks. The patient was not able to read the lot number of the power pack. She stated that she had both recalled and corrected power packs. She was advised to discard all recaled power packs and to only use corrected power packs. The patient was advised to insert a corrected power pack and her infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.